Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-00940. It was reported the patient¿s leads migrated resulting in ineffective stimulation. As result the leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-00940. It was reported the patient¿s leads migrated resulting in ineffective stimulation. As result the leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.